Manufacturer narrative:
Clarification to reported partial onset(b3) date: "5 or 6 weeks ago". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: migration and edema/swelling. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported of the left side device: "implant displacement", "can't move arm", "uncomfortable", "pulling on the incision", "pain around the implant", "pressure and pulling at the bottom of the breast", "muscle weakness", "potentially pocket tore" and "fluid around the implant". Patient stated they were hospitalized twice. The device remains implanted.